Event description:
The patient reported erosion at the receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025. As of (B)(6) 2026, the infection cleared and the physician plans to implant a new neurostimulator in a month. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, inadequate fixation, implanting a damaged neurostimulator, the patient recently going through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, multiple tunneling attempts between the two incisions, and using inappropriate tools have been ruled out as potential root causes. However, the surgical site was closed using surgical skin glue which is non-complaint to the IFU. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 7 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer." A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to non-compliance to the IFU as the surgical site was closed using surgical skin glue (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.